Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-02803. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis, chest pain, and myocardial infarction occurred. The pt presented with increasing frequency of anginal episodes over the last 2 months. For the last several weeks, the chest pain episodes are present three to four times per week and relieved by sublingual nitroglycerin or rest. Angiography performed the following day revealed in-stent restenosis in the non-bsc stent located in the svg to the cx. The lesion was not predilated. A 3.5x20mm taxus express2 drug eluting stent was deployed inside proximal-mid portion of the previously implanted non-bsc stent located in the svg in the cx, inflated to 20 atm for 35 seconds. Excellent angiographic results were obtained. One year and four months post the taxus stenting procedure, the pt experienced chest pain which was resolved with nitroglycerin paste/patch. He is also experiencing shortness of breath. Ten days later, the pt presented with angina. Angiography found the svg to the cx to be 100% chronically occluded in the proximal portion at the level of the two previously deployed stents. The lesion was predilated with a 2.5x20mm maverick balloon, inflated to 8 atm for 45 seconds, and a 2.75x32mm taxus express2 drug eluting stent was deployed in the mid cx, inflated to 10 atm for 53 seconds. Timi grade iii flow was established and the stenosis was reduced to 0%. Medications included: heparin, plavix, and nitroglycerin. Eleven days later, the pt experienced shortness of breath. One year and five months post the initial taxus stenting procedure, the pt presented to the emergency room with chest pain and was found to have evidence of an acute inferolateral wall myocardial infarction. Medications at the time of admission included aspirin and plavix. The pt was taken to the cath lab where in-stent thrombosis was noted in the cx. Rheolytic thrombectomy was performed restoring timi 3 flow. The stent was then dilated using a 3.0x15mm maverick balloon. There was some mild outflow disease just distal to the stent addressed using a 2.5x8mm taxus stent. An "excellent" angiographic result was obtained. The stenosis went from 100% to 0%. During the procedure the pt was given heparin and was doubled bolused with integrilin. The pt was discharged from the hosp 2 days later on medications that included plavix and lisinopril. Thirteen days later, the pt experienced one episode of chest discomfort which was resolved with nitroglycerin. Three months later, the pt experienced chronic stable angina with 1 or 2 episodes of chest tightness per week. Many times it subsides spontaneously; some other times it subsides after taking 1 sublingual nitroglycerin.